Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. This report is 2 of 2 mdrs filed for this patient (reference 3002806535-2016-00831 & 00920).

Event description:
A patient enrolled in a clinical study experienced a trochanter fracture during initial total hip arthroplasty. At 6 month follow up, the patient reported pain in the hip and thigh, which has been attributed to non-union of the fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 103200 lot 063580 taperloc femoral, 123748rf-x lot 4an2914775 exceed abt standard shell, 650-0790 lot 3373475 biolox delta insert.

Event description:
Patient enrolled in a clinical study received an ultrasound guided local anaesthetic injection approximately 6 months post-implantation due to left hip and groin pain and non-union of trochanter fracture. No revision has been reported.